Event description:
Additional information showed that it was unknown when the patient was diagnosed with breast cancer. The cancer was only in the right breast, the patient was in remission to date. There was not a medical history or environmental factors that may have pre-disposed the patient to the breast cancer. There was not believed to be a relationship between the breast cancer and vns.

Event description:
On (B)(6) 2013, it was reported that the patient had breast cancer and had a partial right mastectomy within the last two years. Attempts have been made for additional information; however, they were unsuccessful. No additional information has been provided.

Manufacturer narrative:
Age, corrected data: previously submitted MDR indicated ni; however, an age corresponding to the event date has been added. This report is being submitted to correct this information. Event date, corrected data: previously submitted MDR indicated the event date was unknown; however, initial information indicated that the patient had a partial right mastectomy within the last two years; therefore, it is likely the event occurred in 2011. This report is being submitted to correct this information.